Manufacturer narrative:
This lead was returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture (loc). Fluoroscopic imaging revealed that the lead had dislodged into the coronary sinus. A revision procedure was performed. The lead was explanted and replaced. No additional adverse patient effects were reported.